Event description:
Pt was day two post CABG, developed hypotension refractory to pressors. Bedside tee and echo showed severe biventricular failure. Cardiac rhythm was paced with temporary pacer (which had been placed during CABG) with no underlying rhythm. Brief CPR was needed and during this time the pacer box shut off unexpectedly. Batteries were replaced however the box did not turn on. A new box was connected to the pacer wires and the pacing rhythm resumed, and the patient's condition improved. FDA safety report ID# (B)(4).